Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles were needed to complete one insulin injection due to blockage. The following information was provided by the initial reporter: "wanted to let you know that the needles I have been using for my insulin injections have not been working properly. Twice within the last few days the needles have not been "open" enough to have all the liquid/ proper dose go through. I have had to use 2 needles for one injection a few times."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles were needed to complete one insulin injection due to blockage. The following information was provided by the initial reporter: "wanted to let you know that the needles I have been using for my insulin injections have not been working properly. Twice within the last few days the needles have not been "open" enough to have all the liquid/ proper dose go through. I have had to use 2 needles for one injection a few times."